Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a damaged fiber optic connector. The unit was not in use, there was no patient involvement.

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) reported that they replaced the fiber optic extension cable connector. The unit passed all functional and safety tests and was returned to customer. The fse also used the pm screw kit and buna o-ring. The failure analysis and testing dept. Received part number 0012-00-1562 e serial number 16 36 ram with a reported unit failure of a damaged fiber optic connector. The failure analysis and testing dept. Performed visual inspection of the part received part number 0012-00-1562 e serial number 15 06_ram catheter connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure.